Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide advises that insulin be at room temperature and that the cartridge be standing upright before the loading process.

Event description:
The customer is having fill estimates between 225u-240u after adding 300u to her pump cartridge. Reportedly, she was not using room temperature insulin and the pump was laying down during the insulin fill. There was no impact to the customer's blood glucose levels.